Event description:
I had radiation therapy for her2+ breast ca from (B)(6) 2017 for a total of 28 tx. I experienced severe radiation burns to the left breast/underarm area. Due to my increasing burns as I approached my last tx, I requested a break, due to my intense pain and increased skin deterioration, however, my request was denied by my radiologist. I ended up with 3rd degree with severe intense pain that is ongoing. Other identifying info: unk as I am reporting as a pt.